Event description:
It was reported that the patient presented in clinic due to over-sensing noted on a remote transmission. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient would continue to be monitored. The patient was in stable condition.